Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose of 410 mg/dl. She was treated with a shot. The customer stated she had been dealing with high blood glucose for about 3 weeks. Her symptoms of high blood glucose included yeast infection. Troubleshooting was performed. The drive support cap of the insulin pump appeared normal. Insulin exited the tubing during a manual prime and no air or leaks were found. In the bolus history, there was stated to be a bolus missing. The customer was advised to program a normal bolus. The bolus appeared in the history. The customer did not have a tubing clamp available to perform a high pressure test. She was advised to inquire with her healthcare provider as to why her blood glucose may be high. Nothing further reported.